Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a frame rate error on 3d image acquisitions during testing. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The mobile viewing station (mvs) interface cable was returned to the manufacturer for analysis. Analysis found an electrical failure with this component. If information is provided in the future, a supplemental report will be issued.